Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore a failure analysis in not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month jagwire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
On april 18, 2007, it was reported to boston scientific corp, that during the endoscopic retrograde cholangiopancreatography using a jag precursor on a male, the "distal 1cm hydrophilic tip detached". The physician had completed the cannulation of the common bile duct using this device and an unk sphincterotome, when the tip detached into the common bile duct. The phsician retrieved the tip and the procedure was successfully completed with this device. The patient's condition was reported as "good".